Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported experiencing an event that resulted in hospitalization for less than 24 hours. The patient stated that she initially experienced lightheadedness and multiple symptoms prior to being transported to the hospital, including increased heart rate, sweating, shakiness, confusion/disorientation, dizziness, and loss of consciousness. The patient reported that the cgm was displaying no readings for a period of time and that, when readings were available, she was unable to recall the specific values due to her condition. The patient stated that she was unable to remember whether the reported cgm values were higher or lower than her glucose levels and could only recall that the readings were inaccurate. The patient further reported that she was able to monitor her glucose levels using fingerstick bg measurements; however, specific bg values were not provided. The patient stated that she could have experienced a life-threatening event had she not been able to monitor her glucose levels using fingerstick bg measurements. The patient was hospitalized for less than 24 hours and reported attending follow-up appointments with her physician thereafter. No medications or treatments were reported, and the patient stated that she was not given any medications during the hospitalization. It was noted that the patient was not connected to an insulin pump at the time of the event. At the time of reporting, the patient described feeling ¿fine.¿ no product was provided for investigation. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.